Event description:
Pt was near code blue - cause was due to the ventilator hme in-line filter collection of excessive amount of water/moisture not allowing proper ventilation to pt. Filter changed out, pt moved to ICU for monitoring - no harm noted.